Event description:
A registered nurse reported that during intraocular lens (iol) implant surgery, a surgeon had trouble manipulating the lens. During the procedure, the capsule was cut. The nurse is not certain whether the cut occurred from the lens manipulation or from extracting viscoelastic from the chamber.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/28/2008 and 08/05/2008 by phone, mail and fax. A questionnaire was received.